Manufacturer narrative:
The investigation determined that a lower than expected free t4 (ft4) result was obtained from a college of american pathologists proficiency sample processed using vitros immunodiagnostic products free t4 reagent lot 5150 on a vitros xt 7600 integrated system. The investigation could not determine a definitive assignable cause of the event. Based on historical quality control results, a vitros ft4 lot 5150 performance related issue is not a likely contributor of the event. No precision testing was performed on the vitros xt 7600 system at the time of the event and therefore, an instrument related issue cannot be entirely ruled out as a contributor of the event. However, historical qc results were precise and there was no evidence of an instrument malfunction. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros ft4 lot 5150.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected free t4 (ft4) result was obtained from a college of american pathologists proficiency sample processed using vitros immunodiagnostic products free t4 reagent lot 5150 on a vitros xt 7600 integrated system. Cap k-01 result of 1.7 ng/dl vs the expected result of 2.25 ng/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected result was from a proficiency sample and the customer confirmed that no patient sample results have been affected or questioned. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602664.